Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm and a motor error alarm. Customer's blood glucose was 235 mg/dl. During troubleshooting, customer reported that drive support cap was protruded and was able to push cap through reservoir compartment. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test due to protruded/loose drive support disk. We were unable to perform prime test due to loose drive support disk. The motor passed motor test. The insulin pump was unable to verify motor error alarm due to prime alarm. The insulin pump had cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked belt clip slot.